Event description:
Pt called stating she rotated to backup pump (B)(6) 2019 like always but it wasn't working. She noticed this a "few hours" later when she was having shortness of breath and trouble getting up, chest heaving. She changed pumps and was better but still slight shortness of breath and headache. Md was paged and aware. Is the actual device available to be returned for investigation? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? Yes - shortness of breath / headache. Reported to (B)(6) by pt/caregiver.